Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra test strips are too wide and require pressure to used to insert into her meter. In addition, the patient also reported that the test strips are peeling after being inserted into her meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged test strip issues began approximately one month prior to contacting lfs. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen due to the alleged strip issues. However, the patient reported developing symptoms of "dizziness, blurry vision, nausea, cold sweat, shakiness and anxiety" an unknown time after the alleged issues began. The patient reported attending the emergency room (ER) at night on an unspecified date due to the alleged issues where she received treatment of oral medication for diabetes (metformin 500mg three times a day). The patient reported that a blood glucose test was performed on a laboratory device at the time of the ER visit but was unable to recall the result obtained. At the time of troubleshooting, the csr walked through resolving the issues and the alleged issues remained unresolved. Replacement products were sent to the patient. These complaints are being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged strip issues began.